Manufacturer narrative:
The product was returned for analysis. One non-sterile smart flex 6x150 vas 120cm self-expanding stent delivery system (sds) was returned. Per visual analysis, the system was received coiled and placed in several plastic bags. It was removed and visually inspected for damage. A kink was observed in the outer sheath tubing at the distal end of the stainless-steel pusher shafts. This is presumed to have occurred due to placement of the system in the plastic bag for return shipping. Although the product evaluation request states that the 6x150mm stent was unable to be deployed, no stent was present, and the outer sheath was retracted from the distal tip. The outer sheath and heat shrink separated from the female luer, the heat shrink was torn and remained adhered to the outer sheath. Additionally, the outer sheath was separated into two pieces near the female luer. The adhesive fill level was observed to be within specifications of approximately 11-16mm from the proximal end of the luer. No further anomalies were observed in the luer hub region. The length of the catheter was inspected further. Three kinks in the outer sheath were identified. The kink at the distal end of the pusher shaft was measured to be 46mm from the distal end of the heat shrink, two other kinds are located 88 and 415mm from the distal end of the heat shrink. It is unlikely that these kinks contributed to deployment difficulty as the stent was ultimately deployed from the system. It is likely that operator handling or return shipping caused the kinks. No further anomalies in the delivery system were identified. Per dimensional analysis all dimensional specifications of the outer sheath tubing were met, therefore the deployment difficulty was not a result of the outer sheath length. Additional observations of the returned unit, described in the visual inspection section of this report, including the separated outer sheath/female luer bond and broken outer sheath tubing indicated a high force was applied to the delivery system during deployment. An incorrectly placed marker band may also cause deployment difficulty and prevent the stent from deploying completely, causing resistance in the device. Per specification for a smart flex 6x150 vas 120cm sds marker band location is 167 +/- 2mm from the distal tip. The actual measurement on the returned unit was 168mm, which is within specification. Therefore, deployment difficulty was not caused by an incorrectly placed marker band. Per functional analysis non-concentric curing of the outer sheath to the female luer may cause a bend in the outer sheath within the luer and create resistance for the pusher shaft and increased force on the system during deployment. To check for a non-concentric bond, the outer sheath tubing was pushed back into the female luer bond region of the returned unit. Visual inspection of the outer sheath in the luer indicated no bends or no concentricity. Additionally, a pusher shaft was able to slide through the bond region with little resistance. Non-concentric curing was not present and therefore did not contribute to deployment difficulty. A kinked or obstructed outer sheath may result in increased deployment force and difficulty retracting the outer sheath to deploy the stent due to interactions with internal components (i.e. Peek tubing and pusher shaft). This issue was investigated by disassembling the returned unit. The distal tip was cut off the guidewire lumen tubing. The distal tip was cut off the guidewire lumen tubing in order to pull the guidewire lumen out of the system. Due to the kink in the sds at the distal end of the pusher shaft, the guidewire lumen was kinked and broke while attempting to remove it. The guidewire was able to be removed easily from the catheter by pulling it through the distal end. The peek tubing was then removed from the outer sheath. Difficulty in removing the peek was experienced, therefore it was cut into pieces in order to remove the peek and determine if a certain section of outer sheath or peek tubing was causing a blockage. All smaller sections of peek were able to be removed easily. It is assumed that the blockage was caused by dried blood increasing the friction between the lengths of tubing. No damage or obstruction in the outer sheath contributing to deployment difficulty could be identified. All samples from the manufacture date meet the minimum specification. Additionally, a force greater than the minimum specification, and tested sample strength, was likely applied to the system. This is evidenced by the separation of the outer sheath into two pieces. Excessive force enacted upon the delivery system resulted in the bond separation, it is unlikely that an insufficient bond contributed to this failure. No manufacturing cause can be attributed to the observed bond separation. A product history record (phr) review of lot 41787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿outer sheath separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by signs of the application force that exceeds the material tensile strength noted on the outer surface during analysis. Excessive force enacted upon the delivery system resulted in the bond separation. The reported ¿stent delivery system (sds)-ses deployment difficulty - partial deployment¿ and ¿stent delivery system (sds)-ses resistance/friction-outer sheath - in patient¿ were not confirmed through analysis of the returned device as the device passed dimensional and functional analysis, and the stent had been deployed fully. The exact cause of the event could not be determined during analysis. According to the instructions for use which is not intended as a mitigation of risk ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Per visual analysis, the system received coiled and placed in several plastic bags, was removed and visually inspected for damage. A kink was observed in the outer sheath tubing at the distal end of the stainless-steel pusher shafts, this is presumed to have occurred due to placement of the system in the plastic bag for return shipping. Although the product evaluation request states that the 6xl50mm stent was unable to be deployed, no stent was present, and the outer sheath was retracted from the distal tip. The outer sheath and heat shrink separated from the female luer, the heat shrink was torn and remained adhered to the outer sheath. Additionally, the outer sheath was separated into two pieces near the female luer. The adhesive fill level was observed to be within specifications of approximately 11-16mm from the proximal end of the luer. No further anomalies were observed in the luer hub region. The length of the catheter was inspected further. Three kinks in the outer sheath were identified. The kink at the distal end of the pusher shaft was measured to be 46mm from the distal end of the heat shrink, two other kinds are located 88 and 415mm from the distal end of the heat shrink. It is unlikely that these kinks contributed to deployment difficulty as the stent was ultimately deployed from the system. It is likely that operator handling or return shipping caused the kinks. No further anomalies in the delivery system were identified. During investigation of the malfunction, the dimensions of the device's outer sheath were measured. All dimensional specifications of the outer sheath tubing were met, the deployment difficulty was not a result of the outer sheath length. Additional observations of the returned unit, including the separated outer sheath/female luer bond and broken outer sheath tubing, indicated a high force was applied to the delivery system during deployment. An incorrectly placed marker band may also cause deployment difficulty and prevent the stent from deploying completely, causing resistance in the device. The actual measurement on the returned unit was 168mm, which is within specification. Therefore, deployment difficulty was not caused by an incorrectly placed marker band. Non-concentric curing of the outer sheath to the female luer may cause a bend in the outer sheath within the luer and create resistance for the pusher shaft and increased force on the system during deployment. To check for a non-concentric bond, the outer sheath tubing was pushed back into the female luer bond region of the returned unit. Visual inspection of the outer sheath in the luer indicated no bends or no concentricity. Additionally, a pusher shaft was able to slide through the bond region with little resistance. Non-concentric curing was not present and therefore did not contribute to deployment difficulty. A kinked or obstructed outer sheath may result in increased deployment force and difficulty retracting the outer sheath to deploy the stent due to interactions with internal components (i.e. Peek tubing and pusher shaft). This issue was investigated by disassembling the returned unit. The distal tip was cut off the guidewire lumen tubing. In order to pull the guidewire lumen out of the system. Due to the kink in the sds at the distal end of the pusher shaft, the guidewire lumen was kinked and broke while attempting to remove it. The guidewire was able to be removed easily from the catheter by pulling it through the distal end. The peek tubing was then removed from the outer sheath. Difficulty in removing the peek was experienced, therefore it was cut into pieces in order to remove the peek and determine if a certain section of outer sheath or peek tubing was causing a blockage. All smaller sections of peek were able to be removed easily. It is assumed that the blockage was caused by dried blood increasing the friction between the lengths of tubing. No damage or obstruction in the outer sheath contributing to deployment difficulty could be identified. A device history record (DHR) review of lot 41787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure, the physician experienced difficulty deploying the 120 cm. Smart flex 6 x 150 stent delivery system (sds)/difficulty withdrawing the outer sheath. The product issue was thought to be due to the outer sheath of the sds being too long, when releasing with about 140 mm. In vivo, the outer sheath can't be continued to withdraw. There was no reported patient injury. The product was delivered successfully. Deployment with no resistance. Outer sheath was too short to deploy. Stent was 187mm on shaft, but the outer sheath can only be retracted by about 140mm. A femoral artery crossing approach was used for the procedure. The physician cut the proximal tip of outer sheath delivery system and pulled the outer sheath toward to the proximal tip to deploy the stent. The patient had no adverse reactions or other accidents. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appear to be normal. The product was prepped properly per the IFU. There were no problems noted during preparation. Additionally, per fal analysis, the outer sheath was separated into two pieces near the female luer.